Manufacturer narrative:
(B)(4). Dropping/ejecting clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, ejected 12 clips and fed and formed 7 conforming clips. The instrument locked out as intended. An investigation has been initiated to address the root cause of the ejected clips issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device clips were not forming properly. Another device was used to complete the case. There was no consequence to the patient.